Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump was prime anomaly. The customer¿s blood glucose was unknown. Customer reports that the insulin pump rewind more than once to prime. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No unexpected rewind anomalies noted. No excessive no delivery or occlusion alarm noted. No unexpected low battery alarm anomalies noted. No unexpected failed battery alarm anomalies noted. (B)(4).